Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked from the filter. The following information was provided by the initial reporter: "we have another incident of a leaky filter and it was the same lot number. Though, there is hazardous drug in it (paclitaxel)."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked from the filter. The following information was provided by the initial reporter: "we have another incident of a leaky filter and it was the same lot number. Though, there is hazardous drug in it (paclitaxel)."

Manufacturer narrative:
H6: investigation summary the customer reported the filter was leaking, and returned one used sample. The sample was leaking profusely from the air vent further from patient, and the complaint is verified. The supplier for the filter was sent the sample for further investigation, and they found an issue in their manufacturing process. The vent was not advanced correctly, and the detection system did not catch the issue. All affected operators were trained to be more vigilant to look for partial vent concerns. Device history record review for model 11532269 lot number 22105279 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.